Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a no disposable pump won't run alarm. Troubleshooting was performed and the pump continued to alarm. Bubbles were present in the cassette tubing. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
H6. Codes: updated. Product not returned; no evidence provided for review. Based on the review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.